Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common iliac artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. This 5.0mm x 20mm x 135cm (4f) sterling mr balloon catheter was selected for pre-dilation. Upon partially inflating the balloon, the balloon ruptured at 5atm on the 1st inflation. The device was removed from the patient intact. The procedure was continued with a different balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).